Event description:
Caller reported the adapter is leaky. Caller stated she experienced elevated blood glucose reading of 400 mg/dl and afterwards noticed dampness around the adapter. Caller reported that with a new adapter the issue did not persist. No adverse event reported. Requested return of the alleged adapter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device has not been returned.